Event description:
It was reported that the pump was not holding the correct date and time. The fault occurred during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a worn dso seal, scratched lcd lens, and a cracked battery compartment. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the pwa board was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.